Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement test due to the blank display. The motor was tested outside of the device, and passed the motor test. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window corners, cracked battery tube threads, and a cracked and bleeding lcd glass.